Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results. There were no blood glucose results provided by the reporter. The complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.